Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. The customer changed supplies multiple times in an attempt to resolve the alarm. The customer's blood glucose level was reportedly in the 500's (mg/dl). The customer delivered a bolus via the pump. Reportedly, the pump was being worn again the skin. Tandem technical support advised the customer to avoid abrupt temperature changes with the pump. The customer changed the cartridge and resumed insulin. Reportedly, the pump would continue to be used for insulin therapy.